Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that everything was working ok. It was noted the patient¿s stomach felt like a lawnmower eating up all their food and hurt, and still had the problem. It was also reported that the implant not working, not feeling stimulation, stimulation being too high, stomach issues, and tingling had not been resolved, couldn¿t be helped, and they couldn¿t fix it. It was unclear if everything was ok and the issues were resolved or if the issues had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she went to put new batteries in the patient programmer because she figured the batteries were getting old. The patient noted that she would get some lithium batteries so she does not have to worry about the batteries going out on her. It was noted that the patient programmer was working as designed at the time of the call. The patient wanted to make sure her device was set right. The patient noted that her stimulation was on 4.0 v, but it was not working and they turned it up. The patient stated she did not feel stimulation. The patient noted the device helped with her stomach. The patient stated her stomach got nervous on the inside. The patient noted her husband woke her up and she got scared in her stomach. The patient said they got so nervous that she could not stand it. The patient stated her stomach was so nervous that she thought the device had quit working completely. The patient did not feel stimulation and therapy was not on. The patient turned the therapy on and the issue was resolved. The patient turned stimulation back on and confirmed she was on 9.5 v. The patient noted they turned it down a bit because she was feeling a tingling when stimulation was turned back on at the time of the call. The patient turned stimulation down to a comfortable level. The patient planned to decrease a bit more because she was still feeling tingling. The patient decreased stimulation and noted she felt comfortable stimulation. The patient noted the implant not working and stomach issues began on (B)(6) 2017. Additional information from the patient on (B)(6) reported stimulation was too high. The patient used the patient programmer on the call; the patient was at 7.5 v. The patient turned stimulation down to 6.5 v and stated she did not feel stimulation. The patient said she will be better off not feeling stimulation. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating their stimulation was set to 0.7 and they were going to increase stimulation, but ended up keeping it at 0.7v. The patient stated the implant helped with their stomach but did not help with their bowels, and the implant was put in for their bowels because they ¿would not stop¿. The patient reported the implant helped with their stomach because on the inside they got real nervous. The patient reported their stomach was bothering them just a little bit and if they went past 0.7 they got real nervous and felt a tingling in their vagina. The patient also mentioned that if the programmer batteries would go dead they would get real nervous. No further complications were reported.